Event description:
It was reported that the patient's leads migrated and caused a skin erosion. Surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue. Additional information was received that the patient is stable.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.